Manufacturer narrative:
Addendum (02-jan-2014): additional information received indicated that all pieces of the device, including the broken tip, were removed from the patient. The device was removed normally. The tip was removed by inflating a small balloon distally which pushed the tip of the outback back in the sheath. The sheath and the tip were removed simultaneously. Complaint conclusion: it was reported by the affiliate that during use of an outback cto catheter, the physician attempted to cross the bifurcation with the outback but had a lot of resistance. It was then observed that the tip of the outback had broken off inside the 7f sheath. The outback catheter, sheath and wire were then removed from the patient. There was no patient injury reported. It was unknown how the lesion was treated. Additional information indicated that ¿the tip was removed by inflating a small balloon distally which pushed the tip of the outback back in the sheath. The sheath and the tip were removed simultaneously.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15589189 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Without the return of the device for analysis and the limited procedural information available for review, no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during use of an outback cto catheter, the physician attempted to cross the bifurcation with the outback but had a lot of resistance. It was then observed that the tip of the outback had broken off inside the 7f sheath. The outback catheter, sheath and wire were then removed from the patient. There was no patient injury reported. It was unknown how the lesion was treated. Multiple attempts to retrieve detailed procedural information and obtain the product for analysis were conducted without success. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15589189 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Without the return of the device for analysis and the limited procedural information available for review, no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
It was reported by the affiliate that during use of an outback cto catheter, the physician attempted to cross the bifurcation with the outback but had a lot of resistance. It was then observed that the tip of the outback had broken off inside the 7f sheath. The outback catheter, sheath and wire were then removed from the patient. The product will not be returned for analysis. It was stated, "we have requested that a worksheet be completed and that it be confirmed if any piece of the device remained in the patient, and/or required additional information to retrieve."

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.